Event description:
Complainant alleged that during a routine preventative maintenance check, the device's defibrillation output energy was out of specified tolerance and the device inappropriately powered off. The complainant indicated that there was no pt involvement in the reported failure.